Event description:
Transmitter would not fit into headset mold properly. One of the headset "holes" would not accommodate the correlating peg from the transmitter. The transmitter had to be strongly pushed down into the headset for it to lat flush enough to lock the tab. Headset went home with pt. If found again, reporter will send in headset. Headset lot# m004688.